Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory channel, expiratory and inspiratory pressure transducers printed circuit board (pcb: s). After replacement the unit was cleared for clinical use and returned to customer. Simulated test use test in a ventilator of the returned pcb: s, expiratory and inspiratory pressure transducers passed the performed pre-use check. No abnormal found during ventilation for 24 hours. During testing of the expiratory channel connector printed circuit board alarmed for error code safety valve open, failed the pre-use check with safety valve test and stopped ventilating. Electrical measurements on the expiratory channel pc board showed that a capacitor in the pull magnet supply circuit was stuck. The root cause for the reported issue was due to a defective components on the expiratory channel pcb. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check.